Event description:
The manufacturer's representative reported that the catheter was changed in 2006 with no improvement. Patient symptoms were not reported. The pump was subsequently replaced. Final patient outcome was not reported. Refer to manufacturer's report 2182207200602387.